Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from 60-300s mg/dl. Prior to troubleshooting with tandem technical support, the alarms were cleared and insulin delivery was resumed. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge. Subsequently, the alarms were cleared and insulin delivery was resumed. Additionally, customer was using admelog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling.